Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) reported that they were able to confirm the issue. The fse corrected the position of the valve in the fill manifold. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) had a problem with balloon inflation. There was no patient involvement.